Manufacturer narrative:
H3: product analysis as found condition: the concerto device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened concerto inner pouch. The already detached implant coil was also returned within the same inner pouch. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the concerto pusher was tied/knotted up prior to return to medtronic. Therefore, the condition of the pusher during procedure could not be determined. The coin was found retracted out of the lumen stop. The concerto implant coil was already detached and found damaged and stretched with the polypropylene filament unbroken. Testing/analysis: the concerto device could not be used for resistance testing due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance in catheter are, but not limited to, lack of hydration before procedure, user does not maintain continuous flush, damaged micro catheter, incompatible micro catheter, or tortuous anatomy. The returned concerto coil was found damaged/stretched. The customer did not report finding damages to the coil during preparation; therefore, it is likely the damage occurred due to advancing against the reported resistance. The root cause could not be determined. The pusher was found tied/knotted up, likely causing the release wire to retract out of the lumen stop, detaching the implant coil. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto helix coil could not be advanced. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Additional information was received stating that the procedure was completed by using a new product. The information is confirmed by the physician.